Event description:
The pt was experiencing pain due to a subdural, arachnoid cyst. Surgery was performed to remove the cyst and bioglue was used in conjunction with sutures to seal the dura following surgery. The pt reportedly continued to experienced pain following the surgery, allegedly resulting from spinal compression caused by the bioglue used in the initial surgery. Bioglue explant surgery was performed to rule out this possibility.

Manufacturer narrative:
The investigation is ongoing and any conclusions are additional information obtained during the investigation will be provided.